Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) male who presented with an ruptured aneurysm located on the anterior communicating artery. The pt's aneurysm was coiled on (B)(6) 2014 and on (B)(6) 2014 the pt experienced a worsening headache on post bleed day 8. The pt was taken to the angio suite and found vasospasm. The pt was treated with intraarterial cardene and the vasospasm was recovered. The worsening headache was reported because the event resulted in medical or surgical intervention to prevent further permanent impairment to body structure.